Event description:
Boston scientific received information that this patient had a syncopal event and went to the emergency room (ER). At the ER a health care provider told the patient that their device malfunctioned and needed to be reprogrammed. The patient will follow up with their device physician. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that this patient had been seen in the ER on multiple occasions for syncope due to a low heart rate that required device reprogramming. The patient experienced a similar episode while at the device-following clinic. At the time of the patient's scheduled remote monitoring interrogation, the patient had already been admitted into the hospital. Shortly thereafter, the patient advocate contacted patient services to report that this patient had died while in the hospital and arrangements were being made for device return. The explanted device was received at boston scientific's return products department.

Manufacturer narrative:
The boston scientific field representative has no information from the field to add to this report. This report will be updated if further information is received.

Manufacturer narrative:
I have gone to the field for additional information and resolution to this event. This report will be updated when further information is received.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was put through and passed automated diagnostic testing. A review of the device stored data found that the approximate time to explant was greater than 7 years and was associated with a charge time of 8.9 seconds. There were no stored episodes on the date of death and the lead measurements were within normal range while implanted.